Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient appeared to have supra ventricular tachycardia (svt) or conducted atrial tachycardia and received inappropriate shocks. A boston scientific technical services consultant discussed the clinical observations and programming options with the caller who stated that smart pass was off and could not be programmed on due to small sensing amplitudes. Additional information was received seven months later that noise was being over sensed resulting in inappropriate shocks. The patient has been non-compliant and is not followed by a clinic. Device therapy was programmed off and the patient was getting a life vest and was referred to an electrophysiologist. No additional adverse patient effects were reported.